Event description:
Pt was referred due to a ventricular lead fracture. When seen by the local cardiologist, pacemaker interrogation revealed elevated lead impedance. Attempts were made at local hosp to replace the lead, but pt had obstruction of the bronchiocephalic vein. Pt was referred for lead extraction.